Manufacturer narrative:
Common device name: bone cement, posterior screw augmentation. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: 'nav mis degenerative trauma' it was reported that intra-op, while implanting the fenestrated screws from t10-l4 around approximately level t10/t11 it was noticed that there was cement extravasation. Reportedly, there was slight surgical delay to confirm no issue to the patient. Surgeon completed procedure with no known complications.